Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 27mm portico valve was chosen for implant using a large flexnav delivery system during a transcatheter aortic valve implantation. It was observed that the patient had very severe calcification in the aortic valve and in vasculature. On imaging, it was noted that the calcium was eccentric and bulging into the blood vessel. First, a 14f non-abbott introducer sheath was introduced into the patient. A non-abbott pre-balloon aortic valvuloplasty was performed. The large flexnav delivery system, lot 8219867, was inserted into the patient. There was no gap between the nose cone and the valve capsule. The delivery system was difficult to advance through the patient's common iliac artery. A dissection was noted in the common iliac artery. Stents were placed on the common iliac artery. The patient was intubated. The patient's blood pressure dropped, and the patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed. A 13f non-abbott delivery sheath was then inserted. A 23mm non-abbott valve was implanted. CPR was performed again, and the patient was stabilized. The patient was reported stable at the time of the report.

Manufacturer narrative:
An event of difficulty advancing the flexnav into the patient's common iliac artery. Was reported. Information from the field indicated that there was extreme calcification (extensive heavy calcification of the ascending thoracic aorta extending to the aortic arch and descending aorta). Information from the field also indicated that there was no gap between the nose cone and the valve capsule and the calcium was bulging into the blood vessels. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of difficulty advancing the delivery system is due to the excess calcium in the patient's anatomy. There is no indication of a product quality issue with regard to manufacture, design, or labeling.